Event description:
The product was used during a thoracoscopy procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The device was evaluated & damage was found which indicates the device was subjected to elevated firing forces. However, the exact cause of this condition cannot be determined as the clinically applied disposable loading unit was not returned for eval with the clinically applied stapler.